Event description:
Reportable based on device analysis completed on 29jul2024. It was reported that the coil was difficult to insert in the hub part of the catheter. The target lesion was located in the inferior mesenteric artery. A 4mm x 15cm interlock was selected for use. During the procedure, the coil was difficult to insert in the hub part. Only about one loop could be inserted, and it got stuck. The coil was removed as is and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the main coil was detached at the coil arm.

Manufacturer narrative:
The main coil, the introducer sheath and the pusher wire were returned for evaluation. It was observed that the main coil was detached at the coil arm. The functional could not be performed due the main coil and the pusher wire are not interlocking. No other issues were identified with the device and no patient complications were reported.